Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available.

Event description:
A customer reported a patient experienced a posterior capsule tear during phacoemulsification. The surgeon indicated the cause of the event may be from the posterior capsule which may have came forward hitting the phaco tip. The case was completed without further incident. The patient will be observed closely as the surgeon believes a small piece of the nucleus may have fallen into the vitreous.